Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power brick. The root cause of the defective power supply could not be positively identified. No adverse event resulted from the defective power supply.

Event description:
A review of service data detected a reportable event. Upon service investigation, battery charger/modem sn (B)(4) was unable to power on. The last patient to use this device did not report any deficiencies.